Event description:
Meter name: one touch basic enhanced, strip name: unknown, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: "head hurting and vision blurred". The patient reported that she could not test on the meter. The meter allegedly was prompting "insert strip". There was no result obtained from the patient's meter. There was a result of "204" (no units specified) documented from the doctor's meter. There was no comparison between the patient's meter and the doctor's meter. The treatment was unknown. The patient changed the batteries. No further information has been reported.